Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant a right ventricular (rv) lead perforation was suspected. The lead was pulled back and repositioned with normal parameters. No further complications were reported. This product remains in-service.